Event description:
This MDR is for the coaguchek xs strip lot 31404314. Refer to the MDR with patient identifier (B)(6) for strip lot 29779012. Refer to the MDR with patient identifier (B)(6) for strip lot 29494312. Customer complained of discrepant inr results between coaguchek xs plus meters (B)(4) and a lab using an unknown reagent. At 8:26 am, the customer tested a patient by fingerstick on meter (B)(4) using strip lot 29779012 and the result was 6.2 inr. The patient had a lab test at the same time and the result was 4.6 inr. At 9:53 am, the customer tested a patient by fingerstick on meter (B)(4) using strip lot 29779012 and the result was 4.8 inr. The patient had a lab test at the same time and the result was 3.5 inr. On (B)(6) 2018 at 1:38 pm, the customer tested a patient by fingerstick on meter (B)(4) using strip lot 29494312 and the result was 5.7 inr. The patient had a lab test at the same time and the result was 4.2 inr. On (B)(6) 2018 at 7:57 am, the customer tested a patient by fingerstick on meter (B)(4) using strip lot 31404314 and the result was 6.7 inr. The patient had a lab test at the same time and the result was 4.7 inr. On (B)(6) 2018 at 12:30 pm, the customer tested a patient by fingerstick on meter (B)(4) using strip lot 31404314 and the result was 6.3 inr. The patient had a lab test at the same time and the result was 4.8 inr. Patients had no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medication, no new illness, no diet changes and no bleeding or bruising. There was no allegation of an adverse event. Corresponding retention test strips (314043, 294943, 297790) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Please refer to medwatch field correction/removal report no.